Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1128404) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.

Event description:
On (B)(4) 2012, aci, inc. Received a copy of a medwatch report (B)(4) which was reported by the risk management department of the user facility to the FDA on (B)(4) 2011. The event took place on (B)(6) 2011 and was reported as, "at end of percutaneous transluminal angioplasty (pta)/ stent placement to right iliac in cath lab, a mynx closure device was placed in the left femoral artery insertion site by a physician, with the mynx representative present and assisting on insertion steps. After the device was deployed and pressure was being held over the left groin site to ensure hemostasis, we noted that the anterior thigh was swelling approximately 6-8 inches below left groin site. The site was growing, pulsating and painful to the patient. Pressure was held for 20 minutes with minimal swelling reduction. A stat ultrasound was done on the site and patient had a pseudoaneurysm, which required surgery." No additional information was provided. On (B)(6) 2012, the aci representative who was present during the case reported that the patient was anti-coagulated with 4,000 units of heparin peri-procedure and her act was 275. The representative also stated that swelling was observed even before the mynx could be deployed. It was also reported that the patient was discharged to home on (B)(6) 2011 with no reported clinical sequela. The prolonged hospital stay was due to other medical issues not related to the reported pseudoaneurysm and subsequent surgical procedure.